Event description:
Customer reported that his blood glucose readings go down to has low as 40 mg/dl and believes that his basal rates need to be adjusted. Customer was advised to reach out to his trainer. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.